Event description:
It was noted that oversensing and externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 9.3-10.1cm, 32.5- 33.7cm, 34.2-35.6cm, and 38.2-39.0cm from the lead tip. External insulation abrasion was found at 8.0cm, 10.5-12.0 cm, 14.7, and 18.8-19.4cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was found under the rv shock coil at 6.3-6.6cm from the lead tip. The etfe coating of one rv cable was abraded at this location. Electrical analysis revealed a short circuit between the rv cable and pacing coil. This is consistent with the observation from the field of oversensing.